Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the ptfe pad had come off of the jaw. There were contact marks on the surface of the probe and jaw. The MFR record was reviewed with no irregularities. Considering the eval result of the subject device, omsc concluded that the reported event occurred since the user continued activating output without contacting tissue (including after the tissue already cut) for an extended time. This report is being submitted as a med device report in an abundance of caution.

Event description:
The subject device was used during a laparoscopic hysterectomy and bilateral salpingo oophorectomy. After about 10 minutes use, unk error occurred. The user tried probe check. After that, the error occurred again. The procedure was completed with another thunderbeat device. There was no pt injury reported. As a result of olympus eval, it was found that the ptfe pad of the device had come off.